Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed error code 46822 and had a damaged downstream occlusion seal. There was no patient involvement, and no patient injury was reported.

Manufacturer narrative:
D9: product received date 8/8/2025. H3/h6: one device was returned for analysis with complaint that the pump displayed error code 46822 and had a damaged downstream occlusion (dso) seal. No previous repairs noted in the last 12 months. The customer reported issue of dso was damaged was able to be confirmed through visual inspection, but the issue of ec 46822 could not be replicated through functional testing. The cause of the confirmed issue was dso seal delamination, and it was replaced.